Event description:
It was reported that a spectrum pump had intermittent upstream occlusion alarms. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problems of 'air detection sensor issues' and intermittent upstream occlusion were not reproduced. A review of the event history log (ehl) revealed 'air detection sensor issues' and upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported conditions were verified. The cause of the conditions were determined to be the failed ultrasonic sensor. The ultrasonic sensor requires replacement to address these issue. Should additional relevant information become available, a supplemental report will be submitted.